Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast reconstruction primary with a mentor smooth round moderate plus profile, 300cc saline prosthesis experienced right-sided wound with device extrusion post procedure. The issue was diagnosed through office visitation. As a result, patient underwent removal without replacement on (B)(6) 2020.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pocket erosion. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 08 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpps dv 300cc returned device. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).